Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, thrombus occurred. Angiography revealed 80% stenosis distal to the previously implanted epic stent. The lesion was treated with a 7 x 27 express ld stent, with 0% residual stenosis. After placement of the express stent, a thrombus was discovered near the stent and aspirated with a non-bsc extraction catheter. The event was resolved with excellent result and the patient was discharged the same day on aspirin and clopidogrel.